Manufacturer narrative:
A medtronic representative went to the site to test the equipment. Testing revealed that the interface cable needed to be replaced, and the j2 on the back of the ias breakout panel was loose. The imaging system then passed the system checkout and was found to be fully functional. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging system. It was reported the pendant was displaying ¿waiting for mvs to initiate communication¿. The site attempted to reboot the system with the image acquisition system (ias) and mobile view station (mvs) disconnected. The site reconnected the mvs interface cable in between each reboot without resolve. This issue was noted outside of a procedure, and there was no patient involvement.

Manufacturer narrative:
A medtronic representative went to the site to test the equipment. Testing revealed that the o-arm pendant is displaying "waiting for mvs to initiate communication" note:mvs cable interface was tested by using cable validator nt900. Bench test passed. Cable passed continuity and gbit test." Installed mvs cable on o-arm system c1416. Motion and generator readied. Charging and communication were successful. 2d and 3d images were successful. Visual inspection confirm cable connector protective cover is missing. The system then passed the system checkout and was found to be fully functional. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Device analysis see h block.